Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee), intracardiac echocardiogram (ice) and fluoroscopy imaging. Very challenging anatomy was noted. Pre-procedure tee imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross with transseptal fixed curve sheath. A trusteer access system (was) was advanced along with a 31mm watchman flx pro closure device and delivery system (wds) into the laa where the wds was subsequently deployed. The physician attempted multiple recaptures and deployments. A second tsp was also attempted to get the correct trajectory into the laa. After multiple recaptures and deployments of the wds without the device meeting release criteria, an effusion check on imaging was performed and there was fluid around the laa. The wds was immediately taken out of the patient, and a pericardiocentesis was performed where 500cc of blood was removed. The patient remained stable throughout the event. The procedure was aborted, and the patient was transported to an overnight bed with a pericardial drain in place. The patient is expected to fully recover and was sent for surgical consult to close the laa in the future, since a watchman device implant is not possible.

Manufacturer narrative:
B5: information added. H6 impact code added: blood transfusion.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee), intracardiac echocardiogram (ice) and fluoroscopy imaging. Very challenging anatomy was noted. Pre-procedure tee imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross with transseptal fixed curve sheath. A trusteer access system (was) was advanced along with a 31mm watchman flx pro closure device and delivery system (wds) into the laa where the wds was subsequently deployed. The physician attempted multiple recaptures and deployments. A second tsp was also attempted to get the correct trajectory into the laa. After multiple recaptures and deployments of the wds without the device meeting release criteria, an effusion check on imaging was performed and there was fluid around the laa. The wds was immediately taken out of the patient, and a pericardiocentesis was performed where 500cc of blood was removed. The patient remained stable throughout the event. The procedure was aborted, and the patient was transported to an overnight bed with a pericardial drain in place. The patient is expected to fully recover and was sent for surgical consult to close the laa in the future, since a watchman device implant is not possible. It was further reported that tee was used for the implant portion of the procedure. Multiple deployments of the wds were required, although the exact number remains unknown. The patient required auto-transfusion of the blood that was removed during the pericardiocentesis. The patient was discharged the following day post index procedure.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee), intracardiac echocardiogram (ice) and fluoroscopy imaging. Very challenging anatomy was noted. Pre-procedure tee imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross with transseptal fixed curve sheath. A trusteer access system (was) was advanced along with a 31mm watchman flx pro closure device and delivery system (wds) into the laa where the wds was subsequently deployed. The physician attempted multiple recaptures and deployments. A second tsp was also attempted to get the correct trajectory into the laa. After multiple recaptures and deployments of the wds without the device meeting release criteria, an effusion check on imaging was performed and there was fluid around the laa. The wds was immediately taken out of the patient, and a pericardiocentesis was performed where 500cc of blood was removed. The patient remained stable throughout the event. The procedure was aborted, and the patient was transported to an overnight bed with a pericardial drain in place. The patient is expected to fully recover and was sent for surgical consult to close the laa in the future, since a watchman device implant is not possible. It was further reported that tee was used for the implant portion of the procedure. Multiple deployments of the wds were required, although the exact number remains unknown. The patient required auto-transfusion of the blood that was removed during the pericardiocentesis. The patient was discharged the following day post index procedure. It was further reported that the patient also experienced cardiac tamponade alongside the pe event. It was also added that on (B)(6) 2025, the patient received surgery.

Manufacturer narrative:
B5: information added. H6 patient code added: cardiac tamponade. H6 impact code added: surgical intervention.